Event description:
It was reported that during the pulse generator change out procedure, the pacing rate dropped to 30 beats per minute during use of electrocautery and shortly after, the rate returned to 60 beats per minute. The patient did not have underlying rhythm during this event. No adverse events were observed with the patient as a result of this temporary rate drop. The device was explanted and replaced.

Manufacturer narrative:
.